Manufacturer narrative:
Method: device history review, complaint history review, risk assessment. Results: the customer event of a tip fracture of a reflex hybrid revision driver draw rod screw extractor was confirmed via visual inspection. The surgical technique states that "while the revision driver is attached to the screw, pivoting or angulation of the instrument must be avoided, as it can cause bending or breakage of the inner shaft and the revision driver must be axially aligned with the screw trajectory and fully seated in the screw head before inserting or tightening the inner shaft.¿ the most likely cause of the fracture is over tightening with the result of a torsional overload. However, this cause could not be confirmed. Conclusion: the root cause of the failure is likely multifactorial.

Event description:
It was reported that a surgeon used the revision driver to remove a reflex hybrid plate from patient. The revision driver draw rod tip then broke off while trying to engage the screw.

Event description:
It was reported that a surgeon used the revision driver to remove a reflex hybrid plate from patient. The revision driver draw rod tip then broke off while trying to engage the screw.